Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found indications that two 10ml followed by one 20ml bolus test was performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's complaint was unable to be duplicated in that the pump was found to be over delivering not under delivering. According to the investigation the pump expulsor was trimmed in order to bring the delivery into more nominal of a range. Visual inspection confirms slight scratch on the lens. Service also replaced the pump lens. Investigation was unable to find fault with the pump housing. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: additional information h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147., corrected data: b3 date of event is unknown.

Event description:
It was reported that a cadd® cadd-legacy® pca pump had failed accuracy + 13.40%. No report of any patient injury.